Event description:
It was reported that the device was not recognizing syringe size. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were intact. Right plunger case was found cracked. Invalid syringe size alarm found in pump event history log. Customer stated problem was verified during inspection, the size was out of specification. The root cause of the reported issue was found to be normal wear. Drift of the size pot calibration. Pump is over 4 years old. Actions were taken to mitigate the reported issue: replaced size pot as a preventative measure.